Manufacturer narrative:
Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-55: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for lo and low blood glucose test results. Nephew is calling on behalf of the customer. The customer is concerned with test results obtained of lo, 50 mg/dl, and 60 mg/dl. Customer had obtained a fasting blood glucose test result of 50 mg/dl using meter at 10:19 am, at 2:30 pm customer's blood glucose test result fasting using doctor's device was 210 mg/dl; meter to meter comparison test results were not performed back to back. The customer did not know their expected blood glucose test result range. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was performed by the customer non-fasting and produced test result of 48 mg/dl using meter. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 10/28/2020 and open vial date is september 2019. The meter memory was reviewed for previous test result history: (B)(6).

Manufacturer narrative:
Corrected sections as of 24-oct-2019: h11: changed most likely underlying root cause from "mlc-55: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system" to "mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test". Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.

Manufacturer narrative:
Internal report reference number: (B)(4). Sections with additional information as of 06-may-2020: h10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Corrected sections as of 06-may-2020: h3: device was returned to manufacturer for evaluation corrected from "yes" to "no".